Event description:
Cutting balloon for in-stent restenosis. Balloon size 2.5 x 10 used for dilation performance at the site of restenosis. When the balloon was pulled back out of guiding catheter, there was resistence so when doctor got it out, the patient's previously deployed stent came out with the balloon withdrawal.======================manufacturer response for microsurgical dilatation device, flextome (per site reporter).======================rep confirmed that everything was done appropriately on the part of the physician.